Event description:
On (B)(6): customer reports that during a urology cystoscopy procedure on a male, the system stopped fluoro. Since the fluoro failed at the very end of the procedure, the physician completed the exam via endoscopy. No reported injury.

Manufacturer narrative:
Covidien field service engineer (fse) visited site and observed procedures over a 4 day period. During that time there were no "no fluoro" events. Fse did evaluate system and reseated all connections in the generator, infimed and gim box as a precaution. Fse completed a checkout of the system per service checklist (B)(4). System returned to service by customer.